Event description:
Patient's representative reported through company representative "symptoms of breast implant illness (bii), dizziness, strong headaches, depression and anxiety due to device recall¿. Healthcare professional later reported "fatigue, hair fall, depression, heart palpitations, vertigoes, headache, vertigoes, loss of wight with no clear cause, rupture and arthritis of the shoulder joint". Patient representative later reported "arsenic in urine, antimony in urine, nickel in urine and platinum in urine". Healthcare professional later reported "severe capsular fibrosis, chronic infection rupture and discrete ptosis". This record is for the right side. Device was explanted and it is unknown if the device was replace.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ arthritis: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ depression: unable to observe through visual inspection as it is a physiological phenomenon. ¿ dizziness: unable to observe through visual inspection as it is a physiological phenomenon. ¿ headache: unable to observe through visual inspection as it is a physiological phenomenon. ¿ infection (unknown onset): unable to observe through visual inspection as it is a physiological phenomenon. ¿ malaise: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other - medical: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ tachycardia: unable to observe through visual inspection as it is a physiological phenomenon. ¿ varied injuries: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
G8 : 9617229-2023-03520. The event of unspecified infection and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, unspecified infection and rupture.

Event description:
Patient's representative reported through company representative "symptoms of breast implant illness (bii), dizziness, strong headaches, depression and anxiety due to device recall¿. Healthcare professional later reported "fatigue, hair fall, depression, heart palpitations, vertigoes, headache, vertigoes, loss of wight with no clear cause, rupture and arthritis of the shoulder joint". Patient representative later reported "arsenic in urine, antimony in urine, nickel in urine and platinum in urine". Healthcare professional later reported "severe capsular fibrosis, chronic infection rupture and discrete ptosis". This record is for the right side. Device was explanted and it is unknown if the device was replace. Device will not be returned.